Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be at the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a radical cholecystectomy procedure, the clips from the device are not getting loaded into the jaws when the surgeon tries to ligate vessel. When loaded, clips are malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed the remaining clips as intended; however an intermittent feeding issue was noted during testing. The device locked out as intended. Possible causes for the feeding issue could be the dried body fluids present on the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.